Event description:
Boston scientific received information that the patient presented to the emergency room with symptoms of fatigue. During the evaluation, the patient was in a normal sinus rhythm at 60 bpm and there was no noise stored on the atrial tachycardia response (atr) episode. An occasional noise marker was seen following the atrial pace maker. A fax was sent into boston scientific technical services (ts) for review. Upon review of the electrogram (egm), ts stated that the stored atr episode showed probable atrial flutter with normal atr operation. According to ts this is normal operation. Two days later, the patient had a colonoscopy. The field representative noted that no cautery was used during the procedure. It was also noted that the right ventricular (rv) lead sensitivity was set to 1.0 mv due to decreasing r-wave measurements of 2 to 3.5 mv. The field representative stated that the rv sensitivity was decreased for the procedure, to eliminate rv pacing. During the colonoscopy oversensing and pacing inhibition were observed. No asystole occurred. It was noted that the patient's heart rate dropped to 39 bpm. Subsequently, the physician elected to pace the patient externally during the procedure. Ts discussed that the oversensing was likely caused by the noise created by the respiratory equipment. The patient was asymptomatic. Three and a half weeks later, the patient was re-admitted to the hospital for a non-related health issue, in the middle of the night, pacing inhibition with heart rates in the 40 bpm was observed. Evaluation noted increased threshold measurements with loss of capture. A device memory data disk was sent in for analysis. Engineering found that the device was functioning as designed. Analysis of the device's memory data also noted that the rv lead impedance had decreased since implant. A lead revision procedure was performed, where a micro dislodgement was suspected. The rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.